Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was able to continue using the pump and was advised to report any recurrence of the issue.